Manufacturer narrative:
The device returned to the service center for evaluation. The bending section rubber glue was noted to be cracked and leaking. The scope¿s control body was inspected and found the probe unit loose and the forceps cover peeling. The elevator water flow channel was loose. The ultrasound image was observed to have one broken element. The scope¿s ID chip showed 530 total uses. The investigation is ongoing and if additional information is received this report will be supplemented accordingly.

Event description:
The service center was informed that during reprocessing, the distal end of the scope was noted to be damage and leaking. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the adhesive has peeled off due to damage of the distal end, likely caused by physical stress / external force being applied. A review of the instructions for use identified the following verbiage under "inspection of endoscope": "inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities".